Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 27-year-old female with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. When the impella 5.5 was plugged into the automated impella controller, an alarm occurred stating "impella defective. Do not use". The impella 5.5 was replaced and support proceeded. There was no patient harm.

Manufacturer narrative:
H.6 type of investigation code 4114 and investigation findings code 3233 were inadvertently left off the original manufacture device report that was submitted.